Event description:
Md performing a maze procedure with cardioblate gemini clamp. The guide rods attached to clamp and a small piece broke off. A new clamp was opened to complete procedure.======================manufacturer response for ablation, cardiac device, cardioblate gemini (per site reporter).======================manufacturer sent sales representative to pick up defective product for evaluation.